Event description:
Approximately 3 minutes into transurethral microwave treatment, the patient experienced an increased heart rate in the 200's. The treatment was stopped and the patient pulse dropped back to 150 range briefly and then went back to the 230 to 250 range. The patient never lost consciousness and would respond to commands and was aware of person, place and time. He was transported by ambulance to the hospital. The patient has no ill effects, and was released from the hospital the same day.

Manufacturer narrative:
No disposable devices has been returned, therefore, no direct product analysis is available. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. The treatment was run for approximately 3 minutes using a very slow ramp rate. No treatment file was returned. The patient has no ill effects and was released from the hospital the same day.